Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three closed samples for analysis. Checking the samples received, the aluminium pouch is placed correctly. We have opened all closed packs received and the aluminum pouch neither was stuck to the outer paper foil. All packs have been opened correctly. Furthermore, we have seen that the support cardboard is placed correctly inside the aluminium pouch in the three packs received. We need defective samples showing the defect to asses properly the customer complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with novosyn packaging. The client reported that the inner package was placed wrongly (180 degrees backwards) and it was welded. The sterile withdrawal is not guaranteed, it should be easier and faster. The client is not satisfied with the quality of the product. This issue is detected prior to use, there is no patient involvement. Additional information has not been provided.